Event description:
It was reported that cgm displayed malfunction alarm identified as error code 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, and malfunction alarm did not return; customer was then advised to wait 20 minutes before starting new sensor session and acknowledged instructions.